Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear of the tibial insert and patella possibly due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. The cause of the prosthesis wear and reported loosening cannot be determined because the revised components were not returned for evaluation and no radiographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted tibial insert in the packaging recall.

Manufacturer narrative:
Pending investigation. H10: optetrak 3 peg patella 29mm - 200-02-29 - 2161439; optetrak tibial tray, cemented sz 3f/3t - 204-04-33 - 2167036; optetrak ps femoral, cemented size 3 left - 234-02-03 - 2150806. H7: z-0019-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2012. The patient had a poly and patella revision on (B)(6) 2023 due to the components being loose and worn. Parts and pieces fell into the patient wound site and were removed by the surgeon. Fragments of polyethylene were present in the knee joint. There was a 5-15 minute surgical delay. The patient did not experience any adverse events a result of the delay. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.